Event description:
The customer reported that there was a filament regulator error during a case. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage supply regulator was replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.